Event description:
During service of the device, the manufacturers field service engineer reported the unit was alarming due to a pressure sensor failure. Failure of the pressure sensor as noted may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The customer did not report the occurrence to the manufacturer previous to service. Upon evaluation of the unit, the service engineer reported intermittent connections at the data acquisition to flow sensors cable and data acquisition to motor controller pcb cable. The service engineer replaced both cables to address the finding. Applicable final testing was completed to operating specifications.